Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Street address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced high blood glucose level on the second day of insertion in abdomen event occurred on (B)(6) 2026. The patient managed with insulin pump. No further information available.